Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem was replicated during functional testing. The device failed the electrical tests. The ground wires were not making enough contact with the chassis. The nut securing the ground wires to the chassis was tightened to correct the issue. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) exhibited a ground fault. No patient injury or complications were reported in relation to this event.